Event description:
On (B)(6) 2010, cardiacassist was notified by the of an incident that had been reported from the hospital involving damage to a tandemheart pump infusion line fitting. The damage to the fitting reportedly occurred while a nurse was attempting to change the infusion assembly after several days of use. The report stated that the incident did not result in any adverse consequences to the pt. F/u was conducted with the clinicians, who confirmed the original problem, and indicated that the perfusionist had changed the pump to correct the broken fitting.

Manufacturer narrative:
Cardiacassist was not notified of the issue at the time of occurrence, but did not receive a request from the hospital for additional staff training on replacing the infusion assembly shortly after the incident reportedly occurred. Cardiacassist did not consider this request an incident or complaint. Cardiacassist became aware of the incident when a copy of the MDR filed by the hospital was received from the FDA. From the hospital narrative and f/u discussions, it appears that while using a tool to loosen the luer connection between the tandemheart pump and tandemheart infusion assembly, the nurse involved broke the infusion line fitting of the pump. A perfusionist was called in, who elected to replace the pump to correct the problem. There was no adverse impact to the pt as the result of the issue. No eval could be performed as to the root cause of the issue, as the damaged product was not returned. Instructions for use of the tandemheart sys, as well as the on-screen instructions of the tandemheart escort controller provide step by step instructions for changing the infusion assembly. The instructions indicate that the pump infusion line must be clamped prior to loosening the infusion line fitting from the filter. A warning to not over-tighten, and to not use instruments to tighten or loosen luer fittings is included in the dfu.